Manufacturer narrative:
The rv lead is expected to be returned. Once the lead is returned and analysis completed, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead presented with high pacing threshold measurements at a normal patient follow up. Both sensing and the pacing impedance measurements were in normal range. The physician suspected that the rv lead had potentially dislodged. A revision was performed and during the procedure, it was noted that a portion of the lead body was sitting in a small vessel branching off of the innominate vein. There was a tight bend in the lead body as a result. The electrode tip was found to still be fixed firmly into the tissue. The rv lead was able to be removed from the rv wall and the physician attempted to reposition the rv lead; however, an acceptable position that yielded good measurements was unable to be found. The rv lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted setscrew marks on the terminal pin. There were cuts in the insulation approximately 137 mm and 160 mm from the terminal pin which resulted in blood infiltration into the lead lumen. Resistance and pressure tests were completed to assess lead electrical performance and inner insulation integrity. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. The cuts in the insulation were most likely induced during the explant procedure.